Event description:
It was reported by service report that the footboard was broken on the left side and there were sharp edges present and areas where fluid could ingress. There was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.